Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was not working properly when being used inside the patient's abdomen. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was found to have a dislodged grip tang. The probable root cause was attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.